Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinical manager reported to fresenius post market surveillance on 05/15/2026 via email that a combiset bloodline had small transducers attached that would blow out, requiring the staff to replace the transducers with older ones. Upon follow-up conducted on 05/28/2026 the facility¿s biomedical technician (bmt) stated that the clinic has been experiencing multiple incidents related to this issue. However, the bmt was unable to provide specific event dates, the exact number of incidents, or additional lot numbers. Per the bmt some of the incidents occurred during treatment, but it was confirmed that no patients experienced adverse effects, blood loss, or required medical intervention due to these incidents. The bmt mentioned that no blood loss or blood splatter has occurred thus far mainly because the staff continuously monitor the lines and respond quickly when issues arise. The bmt stated that the transducer protector sometimes detaches and blows off during treatment, and that the only reason they have not experienced incidents involving blood loss yet is the prompt staff intervention to prevent it. According to the bmt, these incidents have occurred only with the newer bloodlines, and, in some cases, the issue occurs even before treatment (during setup). Per the bmt the transducer protectors have disconnected from both sides of the bloodline, but more commonly from the venous side. The bmt stated that staff frequently must replace the transducer line, at times interrupting treatment and restarting lines. According to the bmt, this issue has occurred on multiple machines, and the machines were confirmed to be functioning properly, and that the only reported defect involves the new bloodlines, which detach or trigger air alarms. Per the bmt the issue is not believed to be a staff-related issue, as the incidents have occurred in different areas of the clinic and with multiple staff members. The bmt confirmed that staff have been installing the bloodlines according to the instructions for use and that no changes have been made to the setup process aside from the introduction of the newer bloodlines. The samples affected themselves were discarded; however, per bmt companion samples are available and will be returned via the return goods authorization process (rga). The bmt further explained that the staff have been continuing the usage of the reported bloodlines by replacing the transducer each time the issue occurs and then discarding the used line afterward. The bmt confirmed that when the cases were originally received, there was no visible damage to the outer case or packaging. There were no known delivery issues or damage to the delivery boxes the supplies were delivered in.